Event description:
It was reported that during a thoracotomy procedure, the pulmonary artery was transected with an echelon flex 60 vascular cartridge. After transection, there was bleeding through the staple line that had to be over sewn to prevent continual bleeding.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Anything unusual noticed while transecting the pulmonary artery? Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? How much blood did the patient lost? Was a transfusion required? Was the patient taking any anticoagulants? If yes, specify prescribed medication. Does patient have a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? Has this any impact on the patient, the surgery or the healing process? What is the age and sex of the patient? What is the current status of the patient?

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition and with two ecr60w cartridge reloads present. The reloads were received fully fired. In addition, they were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.